Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: runthrough; guide catheter: launcher; sheath: 7f. (B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to advance could not be tested as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. It was determined that the reported failure to advance and additional therapy/non surgical treatment appears to be due to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that balloon angioplasty was performed in the distal circumflex (cx) coronary artery, moderately calcified lesion. Following, a distal cx perforation was noted. A 2.80x16mm graftmaster stent failed to cross and treat the perforation. Reportedly, the failure to cross was due to anatomy. The perforation was treated via balloon angioplasty. There was no reported adverse patient sequela and no clinically significant delay. There was no additional information provided.